Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-58469.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer also reported experiencing low blood glucose. The customer's blood glucose 58 mg/dl, which was treated with glucose tablets. The customer's most recent blood glucose was 75 mg/dl. The customer stated that she had experienced low blood glucose since the morning prior to the call. The reservoir showed the same amount of insulin as was shown on the status screen. Upon troubleshooting, the insulin pump passed the displacement test. The customer did not observe any unusual events that she could recollect. She was advised to consult with her doctor regarding low blood glucose. She reported experiencing high blood glucose the week prior and now low blood glucose. She stated that she felt the insulin pump was not reliable and requested replacement of the insulin pump. She declined troubleshooting for the failed battery test.